Event description:
Allegedly, per a notice of claim received via mail, the pt was injured as a result of the use of karl storz rotocut gi morcellator and due to the use of the use of the morcellator, the pt died.

Manufacturer narrative:
Other than the name of the deceased, there was no further info provided on the notice of claim.